Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: etlw1624c124e, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). Product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 19-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that the patient presented to ER with severe abdominal pain and CT showed that the endurant graft was totally occluded up to the renal artery. The patient received an axillary bifemoral bypass to repair the issue on the same date and the event was resolved. As per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.